Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review will be performed. The device has been returned for evaluation; the evaluation confirmed a connector break/crack. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model nnu6pt drainage catheter allegedly experienced a crack. This information was received from one source. The malfunction did not involve a patient as there was no patient contact.